Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09526. It was reported that there was an infection of the pacemaker site. The blood and pocket tissue samples were consistent with methicillin-resistant staphylococcus aureus bacterial infection. The device and lead were explanted. Additional information was requested but not received.